Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) male patient who received super poligrip original denture adhesive cream (formulation number (B)(4)) cream for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip original denture adhesive cream (dental). At an unknown time after starting super poligrip original denture adhesive cream, the patient experienced anemia. The patient reported that he believed, he was anemic from using super poligrip. This case was assessed as medically serious by gsk. Treatment with super poligrip original denture adhesive cream was continued. At the time of reporting, the event was unresolved. The manufacturer report number for this case is 9681138-2010-00216. Super poligrip original denture adhesive cream is manufactured in (B)(4). The lot number for this product is available (lot number x09391b, expiration unknown). It is unknown if the product will be returned for quality assurance testing. Case (B)(4).